Event description:
The company received information that suggested that the cuff deflated after about four days in pt use. The customer reported that the pt was re-intubated and that there was no pt harm or serious injury to the pt. The customer will return the sample for evaluation.